Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The driver was received in an uncleaned state. It is known that titanium debris can settle in the rough area if the driver and compromise the fraction between implant and driver. In addition to this debris this driver also shows blood and other organic residues which impede proper function.

Event description:
In this event it was reported that an ev implant driver 4.2 (long) "will not engage implant". The session was not completed successfully.